Event description:
"Endoleak: (B)(6) 2019: tevar was performed with the relay plus device and a tx2 device (cook, zteg-2pt-38-152-pf) in order to treat type b aortic dissection. Since the patient's blood pressure was around 180 during the procedure, the devices were implanted with rapid pacing. The physician used a balloon to deploy the devices properly again the vessel walls, but the physician tried to open the balloon with less force, since primary disease was type b aortic dissection. After the procedure, the physician observed no endoleak according to CT scanning. (B)(6) 2019: when the patient visited the hospital, CT scanning revealed that the aneurysm grew bigger and type 1a endoleak. No additional treatment has been applied to the patient and the patient's follow-up has been continued so far. If the patient wishes, an additional treatment with a stent graft will be considered in (B)(6) 2020." Patient outcome: n/a.

Event description:
"Endoleak: on (B)(6) 2019: tevar was performed with the relay plus device and a tx2 device (cook, zteg-2pt-38-152-pf) in order to treat type b aortic dissection. Since the patient's blood pressure was around 180 during the procedure, the devices were implanted with rapid pacing. The physician used a balloon to deploy the devices properly again the vessel walls, but the physician tried to open the balloon with less force, since primary disease was type b aortic dissection. After the procedure, the physician observed no endoleak according to CT scanning. On (B)(6) 2019: when the patient visited the hospital, CT scanning revealed that the aneurysm grew bigger and type 1a endoleak. No additional treatment has been applied to the patient and the patient's follow-up has been continued so far. If the patient wishes, an additional treatment with a stent graft will be considered in (B)(6) 2020. Email received on march 11, 2020 from (B)(6) , qa terumo japan stating that no additional information can be obtained. Due to coronavirus, the sales representative cannot enter the hospital or visit the doctor to obtain additional information." Patient outcome: see above.